Event description:
It was reported that during routine services, the cardiosave intra-aortic balloon pump (iabp) unit is not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse found that this pump was not sat in the cart correctly. Once it was clicked in and locked, it started charging ok. There is no problem with the pump. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that while the unit was in the store room, the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement.